Manufacturer narrative:
This report was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 30-aug-2015. The most recent information was received on 20-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("very heavy bleeding") in an adult female patient who had essure (batch no. 706580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included multigravida, parity 2, recurrent abortion, tonsillectomy, uterine dilation and curettage and vaginal delivery. Concurrent conditions included uterine prolapse. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and nausea ("nausea"). The patient was treated with surgery (partial hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal distension, cystitis, nausea, urinary tract infection and vaginal infection outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, cystitis, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure removal details: in pfs mentioned as essure device not removed as per mr on (B)(6) 2016: total vaginal hysterectomy done. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events nausea, cystitis, urinary tract infection, vaginal infection were added. Lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(6)) on 30-aug-2015. The most recent information was received on 08-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("very heavy bleeding") in an adult female patient who had essure (batch no. 706580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included multigravida, parity 2, recurrent abortion, tonsillectomy, uterine dilation and curettage and vaginal delivery. Concurrent conditions included uterine prolapse. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and nausea ("nausea"). The patient was treated with surgery (partial hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal distension, cystitis, nausea, urinary tract infection and vaginal infection outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, cystitis, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure removal details: in pfs mentioned as essure device not removed. As per mr on (B)(6) 2016: total vaginal hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("very heavy bleeding") in an adult female patient who had essure (batch no. 706580) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced infection ("infection"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and nausea ("nausea"). The patient was treated with surgery (partial hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal distension, infection and nausea outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, infection, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs provided. Information added/updated: date of birth, lot number, events ¿abnormal vaginal bleeding¿, ¿menorrhagia¿, ¿nausea¿, ¿essure confirmation test not performed¿, surgery for essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5058200) on 30-aug-2015. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("very heavy bleeding") in an adult female patient who had essure (batch no. 706580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included multigravida, parity 2, recurrent abortion, tonsillectomy, uterine dilation and curettage and vaginal delivery. Concurrent conditions included uterine prolapse. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), nausea ("nausea"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (partial hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal distension, cystitis, nausea, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, anxiety, cystitis, depression, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure removal details: in pfs mentioned as essure device not removed. As per mr on (B)(6) 2016: total vaginal hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received- new event depression, mental anguish and height were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (total vaginal hysterectomy due to complications from the essure). At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. The reporter provided no causality assessment for genital haemorrhage with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2017: case classification change to potential legal and pelvic pain event updated with incident. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), vaginal haemorrhage ('abnormal vaginal bleeding') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure (batch no. 706580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 2, recurrent abortion, tonsillectomy, uterine dilation and curettage and vaginal delivery. (B)(6)2016:preoperative diagnosis: uterine prolapse, pelvic pain. Organs or tissues submitted: uterus, hysterectomy, surgical excision final diagnosis uterus and cervix: a. Cervix: area of squamous metaplasia with reactive epithelial change. B. Endometrium: proliferative appearing endometrium c. Myometrium: adenomyosis. Concurrent conditions included uterine prolapse. Concomitant products included cetirizine hydrochloride (zyrtec), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"), 1 month 25 days after insertion of essure. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2011, the patient experienced genital haemorrhage ("very heavy bleeding"). On an unknown date, the patient experienced abdominal distension ("bloating") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, abdominal distension, cystitis, nausea, urinary tract infection, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, anxiety, cystitis, depression, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure removal details: as per mr on (B)(6) 2016: total vaginal hysterectomy done. Leave taken from this job or other job for medical reasons- full hysterectomy if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event added- post procedural complication. Event outcome of pelvic pain and genital haemorrhage was updated as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.